Manufacturer narrative:
The device and packaging were returned for evaluation. Both the vendor seal and the mvi seal appear to have been properly made at the time of manufacturing. The whitening of the seal bead in the open areas on the vendor seal is consistent with the pouch having been opened by hand. Additionally, all pouches are 100% inspected prior to release. The alleged complaint is unconfirmed.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that prior to use after unpacking the device, the sterile pouch containing the device was noted to be open. The device was not used in the patient.